Event description:
On 08/26/2025, it was reported by a sales representative via (B)(4) that an ar-1204as-105 flipcutter was being used in an acl reconstruction and when they were pulling back in the socket on full speed, the flipcutter broke in the socket on the femur. This was discovered during the case. Another device was used to complete the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.